Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose on 9/19/15. He put the insulin pump in threshold suspend and went to sleep and when he woke up the emergency medical technician was at his house. Blood glucose value is unknown. The customer was not wearing the sensor that day. The customer also mentioned having issues with the transmitter not holding charge. He has charged the transmitter for days and it does blink when connected to the sensor but it will only last a day or half a day. Customer did not have a sensor in use at the time to troubleshoot.